Manufacturer narrative:
Additional information was added to h6 and h10:  h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified solution set had a small crack/hole resulting in a leak. The issue was identified after the nurse hung the chemotherapy drug. The line was found to be wet and the chemotherapy drug began to squirt out of the line below the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.